Manufacturer narrative:
Section d1: brand name: corrected. Section d4: model number, catalog number, and UDI: corrected. Section h8: usage of device: correction. Manufacturer's investigation conclusion: the reported event of the system monitoring displaying the incorrect flow value was not confirmed. Multiple attempts were made to obtain additional information, including if any products would be returned for analysis; however, no response was received. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate system monitor, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system monitor was shipped to the customer on 29dec2010. Heartmate system monitor instructions for use informs the user to refer any servicing of heartmate left ventricular assist system equipment to trained service personnel only. The power module instructions for use section 2 ¿ ¿setting up the power module (pm) prior to use¿ explains how to setup and use the system monitor with the heartmate power module. This section also explains that if the system monitor does function properly, contact the company's technical service department. The power module instructions for use section 9.0 ¿¿routine maintenance¿ instructs user to regularly inspect the equipment for damage, including the system monitor, and to obtain replacements if necessary. Handling precautions when the system monitor is mounted on the power module are documented in the power module instructions for use. The document also instructs users to never expose their power module and other external equipment, including the system monitor, to liquids, as liquid may enter the units and damage them. The heartmate 3 patient handbook and the heartmate 3 instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the flow readings on the system controller were in the 4 liters per minute range however the system monitor was showing a flow of 0 liters per minute.

Manufacturer narrative:
A1-a4: patient information was not provided. Multiple attempts were made to collect patient information from the account/site/customer however no response was received. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.